Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2500 ohms. The patient returned to their clinic for a wound check and the device was reset to bipolar configuration and measurements were tested. All lead measurements were within normal limits, and the patient did not require rv pacing. Therefore, the clinic would continue monitoring the patient. No adverse patient effects were reported. The lead remains in service.